Event description:
Per the clinic, the patient experienced intermittencies and the issue could not be resolved. Subsequently the device was explanted on (B)(6), 2014 and the patient was reimplanted with a new device during the same surgery. The device has not been made available for analysis as of the date of this report, (B)(6), 2014.

Manufacturer narrative:
This report is filed august 13, 2014.

Manufacturer narrative:
(B)(4). Device is currently unavailable.